Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. The patient developed aortic insufficiency due to a tear in the leaflet and on (B)(6) 2019, the device was explanted. The device was replaced with a 23mm intuity valve. A couple days following the procedure, the patient expired. The cause of death is unknown. Additional information has been requested.

Manufacturer narrative:
The torn leaflet was confirmed. Reportedly the patient expired "a couple of days following the procedure". All three leaflets contained tears. The three leaflets also contained fibrous thickening and calcifications. Fibrous pannus ingrowth was present on the outflow surface of all three leaflets and the inflow surface of leaflet 1. The stent was ovalized and fractured or cut, consistent with damage at explant. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the pannus formation, calcification and tears could not be conclusively determined; however, some tears were associated with calcified nodules. Calcification is a known event associated with tissue heart valves.

Event description:
On (B)(6) 2013, a 23mm trifecta valve was implanted. The patient developed aortic insufficiency due to a tear in the leaflet and on (B)(6) 2019, the device was explanted. The device was replaced with a 23mm intuity valve. A couple days following the procedure, the patient expired. The cause of death is unknown. Additional information has been requested, but was unavailable.